Event description:
It was reported that this rv lead is scheduled to be revised due to inappropriate shock, noise, oversensing and high pace greater than 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).